Event description:
It was reported that the patient was receiving a system downgrade. Upon application of a plasma blade, an intermittent loss of output was observed. The patient¿s intrinsic rhythm was present throughout the event. The device was successfully explanted and replaced.

Manufacturer narrative:
(B)(4).